Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The device remains implanted, therefore no product will be returned to the manufacturer for evaluation. The reported complaint is unable to be confirmed; based on the information provided by the patient the cause of the complaint is reported to be due to damage caused by a car accident. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of four for the same event, see also 0001032347-2015-00437, 00438 and 00439.

Event description:
The patient reported as a result of a car accident the implant has shifted which has caused limited ability to open her mouth, headaches, hearing loss and severe pain. The patient reports she is not currently under the care of a physician and advised no revision surgery is scheduled.